Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle cup introducer broke during cup impaction during surgery, the hospital only reported it to me today. The shaft that screws into the cup slides in and out of the handle and freely rotates. It caused a surgical delay of approximately 5 minutes whilst a replacement set was opened. No patient harm was reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received indicating that "the mechanism that connects the shaft that screws into the pinnacle cup/cup trial and the handle broke so the shaft could freely rotate and slide in and out of the handle. I don¿t believe that the instrument separated into different pieces" depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.